Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the failed to shock a patient due to electrocardiogram (ECG) malfunction. The device was in use on a patient at the time of the alleged malfunction. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event and the outcome of the event is unknown. Additional details have been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator failed to shock a patient in ventricular fibrillation the device provided two shocks to the patient but was unable to deliver a third shock showing message "no shock delivered, low impendence". A second defibrillator was used to provide an additional shock to the patient. This report has been updated from a serious injury to a death as additional information received indicated the patient ultimately expired. The customer stated the event summary was printed which indicated low impedance and no shock delivered entries. The heartstart mrx instructions for use explains: "impedance is the resistance found between the defibrillator¿s pads when applied to the patient¿s body that the defibrillator must overcome to deliver an effective discharge of energy. The degree of impedance differs from patient to patient and is affected by several factors including the presence of chest hair, moisture, and lotions or powders on the skin. The low-energy smart biphasic waveform is an impedance compensating waveform that is designed to be effective across a wide range of patients. However, if you receive a 'no shock delivered' message, check that the patient¿s skin has been washed and dried and that any chest hair has been clipped. If the message persists, change the pads and/or the pads cable" (publication 453564307761, page 70). The customer stated that non-philips brand pads were used during the procedure. The heartstart mrx instructions for use (publication 453564307761, page 295) lists a warning stating: "use only supplies and accessories approved for use with your heartstart mrx. Use of non-approved supplies and accessories could affect performance and results." A philips repair bench technician evaluated the device and was unable to duplicate the issue. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. The device was behaving as intended when it alerted the user to an out of range patient impedance condition. The "no shock delivered" message is an expected device behavior when the patient impedance value is outside the range for the delivery of energy.